Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a cardiac arrest while in the hospital. The patient was attended by the hospital arrest team. A broad complex tachycardia was noted at the time of arrest and continued throughout. An external cardioversion was delivered by the attending physicians; however, the patient's condition quickly worsened and respiratory arrest developed. There were questions regarding why the device did not treat the broad complex tachycardia. The device was explanted and returned to guidant for analysis.